Event description:
During a remote follow up, it was noted that there were episodes of non-sustained right ventricular oversensing due to diaphragmatic myopotential oversensing. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.